Event description:
This report is based on information provided by philips bench repair service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device therapy cable collar was broken. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair service engineer conducted evaluation of the device and identified that device therapy cable collar was broken. The therapy cable collar was replaced and the latest version 2.00.32 of software was updated to resolve the issue. The device was returned to normal after the replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the therapy cable collar was broken. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was normal, after the replacement of therapy cable collar. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that base of the collar of the therapy cable is broken. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.